Event description:
It was reported that "outcome of defected reconstruction using idrt was a formation of a white lump. The phenomenon gives a good reason for the surgeon to attribute this formation of lump to the use of idrt." On (B)(6) 2014 after debridement (of a crushed wound) idrt was applied to skin defect on the pt's right calf, toward the achilles tendon. A vacuum assisted closure (vac) dressing was also applied to the wound. On (B)(6) 2014 pus was admitted. The silicone layer was once removed for debridement. A culture was obtained from the wound site cns (coagulase-negative staphylococci) was confirmed by culture. The wound was "cleared" and metronidazole ointment (original made within the hosp) was applied. On (B)(6) 2014 neodermis formation (good vanilla in color) was admitted. Autograft was taken from pt's hip and applied. "The autograft taken was good and the pt was discharged from hosp." "After discharge from the hosp (approximately a week after auto-grafting, the reconstructed defect was reported to be uneven and somewhat stiff. The surgeon dissected a part and dry powder (something similar to white chalk) came out from the wound." "Smooth/good reconstruction was observed only on part poor take of idrt observed and infection was suspected." On (B)(6) 2014 "the pt visited the hosp for wound getting uneven." On (B)(6) 2014 "the dry defect was dissected." Add'l info was received on (B)(6) 2014. "It was not "powderly," but more "paste-like." Since this hosp is not conducting further investigation on the "substance" the samples of "white paste-like substance" were sent to (B)(4) for investigation and they sent a prompt reports as follows "specimen: white substance; results: the above substance is largely composed of squamous cells." The pt is currently "under a f/u once a week. Metronidazole ointment is applied to dry dissect every time."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based upon the reported info.